Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal procedure, the surgeon used qty. 4 of the following: ar-7721, ar-7235, ar-12990n, and all 12 devices broke when used with the knee scorpion. The case was completed by using new devices.